Manufacturer narrative:
Manufacturing received a vela d display assembly. The vela d display assembly was installed in known good unit. The customers reported issue of possible internal damage was confirmed. The lcd appears to be cracked internally. The issue was reproduced and isolated to the lcd display being damaged. Damage to the lcd display is the result of being dropped.

Manufacturer narrative:
Corrected data: should not have been selected in the initial medwatch report. Results of investigation: the carefusion failure analysis laboratory received the suspect turbine assembly for evaluation . The problem was traced to corrupt data on eeprom on turbine interface board pcba. This issue will be internally investigated within carefusion.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). The customer is requesting field service indicating during pre-use check the unit cycles on normal but it is displaying "xdcr fault which does not resolve."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event c odes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service representative. The carefusion field service representative evaluated the device and determined the reported issue was caused by a malfunctioning main board. The carefusion field service representative replaced main board and ran the device through a complete operational checkout per the service manual to ensure th device meets factory specifications. Not related to the reported event the turbine and front display were also replaced. Upon completion the device was released back to the customer ready to be placed back into service. The alleged faulty main board was received by carefusion on january 19, 2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.